Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump delivered un-programmed insulin bolus. Through troubleshooting additional programmed bolus was noted in the bolus history. Customer also stated that the paramedics were called and he was taken to the hospital due to low blood glucose. Blood glucose reading at the time of the hospitalization was 34 mg/dl. Customer's current blood glucose reading is 296 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.